Event description:
It was reported that the patient with this sing experienced recurring incontinence. A surgical procedure was performed, during which the existing sling was removed and replaced with an artificial urinary sphincter (aus). No further patient complications were reported.